Manufacturer narrative:
Additional information was received on (B)(6) 2020. The devices were explanted and the patient felt relief of her symptoms after explant. Additional information was received on (B)(6) 2020. The explant date was (B)(6) 2020. 2. Is other serious- uncheck. 2. Is required intervention- check. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: autoimmune reaction manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with 500cc mentor memorygel breast implants experienced previous autoimmune diagnoses in which the symptoms continued after the patient replaced her allergan implants with mentor. The patient had allergan implants placed in 2000 and was diagnosed with fibromyalgia around that time. The patient had unspecified symptoms and a lupus diagnosis at an unknown time. On (B)(6) 2011 the patient replaced her allergan implants with mentor ones, and stated her symptoms remained the same. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2020-14532 for contralateral prosthesis report.